Event description:
It is reported that the liner would not seat correctly in the shell. A new liner and shell were implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.